Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect magnesium result of 2.96 mmol/l was generated for a patient sample (sid (B)(6)) that retested at 0.89 mmol/l. The customer uses a normal range of 0.66 - 1.07 mmol/l. The initial result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
While troubleshooting the issue, service found bubbles in the poppet valve. Service replaced the poppet valve and verified performance. The instrument service history for the architect c16000, serial #(B)(6) verifies no subsequent issues have been reported related to false elevated magnesium patient results after service intervention. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.